Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data and found no issues with quality controls (qc). A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse checked the alignments and ran service methods, which passed. During multiple service visits, the cse performed a total service visit, replaced the sample transducer and reagent 1 and 2 transducers, heat torch, source lamp, and sample drain. The cse rebuilt the sample pump, reagent pump 1 assembly, and reagent 1 and 2 pumps. The cse ran service method and system check, resulting satisfactory. The customer then ran qc, resulting acceptable. The cause of the discordant mg results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant magnesium (mg) results were obtained on patient samples on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and results were different than the initial results. One sample (sample ID (B)(6)) was also repeated on an alternate dimension exl instrument, resulting higher than the initial result. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, mg results.